Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. A new cartridge was loaded with 300 units and a minimum fill message occurred. A third cartridge was filled with 200 units and another minimum fill message occurred. The customer's blood glucose (bg) level was 400 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.